Manufacturer narrative:
Analysis found that pre-temperature test could not be performed due to heavy corrosion and broken bearings. There was corrosion on the nose bearing assembly and internal parts. The internal parts including the nose bearing assembly were replaced. The device was repaired, cleaned and tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device got hot when in use. There was no known patient impact reported.